Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
While requesting information about the scroll wrap recall, customer mentioned having a bent cannula. Customer reported that the bent cannula caused her blood glucose level to reach 595 mg/dl. Customer reported treating with a manual injection, but her blood glucose level was very slow to decrease. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)